Manufacturer narrative:
Additional product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the hardware for a fracture of right tibial implants was removed due to the infection. The following implants were removed, one (1) 4.0mm titanium locking screws, two (2) 4.0mm titanium locking screws, and one (1) titanium cannulated tibial nail and all were intact(no broken implants and no fragments). Procedure was completed successfully and the patient was doing well post-operatively. Concomitant device reported: 4.0mm titanium locking screws (part:04.005.434;lot:unknown; quantity:1), 4.0mm titanium locking screws (part:04.005.436;lot:unknown; quantity:1). This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 46mm for im nails. This is report 3 of 4 for complaint (B)(4).